Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt extra-cardiac stimulation from their left ventricular lead. The lead was programmed off. During an unrelated procedure, the lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.